Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl, cause was unknown. Customer consumed glucose tablets to address the low bgs. Recommendation was made to consult with healthcare provider regarding diabetes management.